Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the meter was emitting an error 1 alarm. No additional information was provided and troubleshooting was unable to be provided. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Follow-up # 1 date of submission 03/06/2015-device evaluation: the meter remote has been returned and evaluated by product analysis on 02/19/2015 with the following findings:the meter remote data was reviewed and revealed an error 1 with sub code 17. During testing, the meter remote paired with a test pump and powered on properly with no errors emitted. Evidence of the complaint was found in the device history, however the complaint was not duplicated.